Event description:
The reported feedback suggests that there is free-flow. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Cont'd from: 500ml sodium chloride collapsible fluid bag; 100ml glucose collapsible fluid bag the customer¿s report of backflow was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no backflow. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is free-flow. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.